Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. Trends will be monitored for this or similar complaints. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Device not available.

Event description:
During procedure the data of icp generator was inaccurate. It will be returned to local cts for repair.